Event description:
It was reported that a patient underwent a breast implant procedure on (B)(6) 2011 and suture was used. The suture was placed and removed multiple times from (B)(6) 2011-(B)(6) 2012. Recurrent wound dehiscences occurred. The patient was put on antibiotics. No drainage, redness or smell was noted at any time. Additional product and patient information has been requested.

Manufacturer narrative:
(B)(4): wound dehiscence. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.